Manufacturer narrative:
Patient weight not provided from the site. It was noted that this surgeon does not use the patient head strap or patient frame during surgeries. (B)(4) 2013 medtronic representative following-up at the site performed a system check-out; this navigation system passed all categories with no issues.

Event description:
A medtronic representative reported that, while in an ent procedure, the surgeon alleged an inaccuracy on the patient's left. The surgeon attempted tracer registration three times and each attempt displayed the same 2.6-3.2 mm inaccuracy. Alternate instruments were tested with the same result. The surgeon opted to continue navigation to complete the procedure. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative reported that the surgeon who experienced the alleged inaccuracy does not use the fess headframe and strap. The fess headframe and strap are required for proper registration. IFU state, "to navigate the patient's anatomy, you must atach a reference frame to the patient's head." Another surgery was performed with the system, using the headframe/strap and everything was accurate. Surgeon has been educated to use frame and strap, but continues not to. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy.